Manufacturer narrative:
(B(4) - no consequences or impact to patient, lens (iol), torn, split, cracked, plunger override. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Product has not been returned.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon was attempting to insert a 22.0 diopter cc4204a collamer aspheric single piece lens and the plunger overrode and tore part of the haptic. There was no patient contact. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.